Manufacturer narrative:
The device was returned to zoll UK for evaluation of a reported no power up condition. Device logs were reviewed and no power-related issues or other indications of device malfunction were identified. The device underwent stress and troubleshooting testing, and the reported issue could not be duplicated. The battery used during the reported event was not returned for evaluation. The device passed recertification testing and was found to operate within the specification. The device was recertified and returned to the customer. Analysis for reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown) who sustained injuries after an assault, the device would not power up. Complainant indicated that the clinician obtained another device to continue treating the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
This device was manufactured but not domestically distributed; it is only distributed in the intended geography. There is no existing UDI regulation. Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.